Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture as the lead was found out to be dislodged via xray. No asystole was observed. Additional information obtained from the field which indicated that the patient had no symptoms and the dislodgement was discovered during routine follow up. The lead was explanted and replaced. No additional adverse patient effects were reported.